Event description:
Caller reported blood glucose results of 145 mg/dl on aviva system 1, 324 mg/dl, 225 mg/dl, 199 mg/dl on aviva system 2 within 10 minutes. Caller reported a separate comparison of 128 mg/dl on aviva system 1, 195 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.